Manufacturer narrative:
Following abutment's screw break, a fragment of the screw remained blocked inside the implant. The practitioner tried to use the rescue kit two times, but he failed to remove the fragment of the abutment's screw. That is why, ultimately, the practitioner decided to remove the implant. The implant has been placed in 36 position on (B)(6) 2013 and has been explanted on (B)(6) 2020. Breakage may be the result of excessive force exerted on the prosthesis. We noticed that the practitioner didn't follow the manufacturer's instructions concerning the screwing torque of the abutment.

Event description:
Following abutment's screw break, a fragment of the screw remained blocked inside the implant. The practitioner tried to use the rescue kit two times, but he failed to remove the fragment of the abutment's screw. That is why, ultimately, the practitioner decided to remove the implant.